Manufacturer narrative:
There is an exposure control plan in place at the facility. Per the information provided, the portion of the cord that was damaged was near the female connector plug that goes into the back of the unit. There was no damage observed at the wall outlet. After the event, the customer plugged the instrument directly into the wall outlet (bypassing the ups) and continued using the instrument. A replacement ups was ordered for the customer. There was no on-site service dispatched for this event. Both, the instrument and the ups are certified for safety requirements. The cause for the burned power cord on the ups is unknown. The defective ups with power cord was requested for return for further evaluation. (B)(4).

Event description:
The customer contacted beckman coulter (bec) to report that the power cord of the (uninterrupted power supply) power (B)(4) connected to the lh750 analytical station smoked and melted. There was also a burning smell associated with this event. The instrument was idle at the time of the event. The customer did not report flames, arcing, or shock. A fire extinguisher was not used nor was the fire department called. There was no an effect to patient or user. There was no death or injury, and no one sought medical attention. There were no reports of impact to patient results.